Event description:
Additional information was received that the valve load was confirmed visually, tactilely, and on fluoroscopy. The valve was loaded 3 times before use; however, it was reported that a misload was not identified during loading. A pre-implant balloon aortic valvuloplasty was performed using a 20 mm non-medtronic balloon. The infold in the valve was first identified after the third deployment attempt, and the valve was recaptured 3 times. Per the physician, aortic calcification contributed to the infold.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID {envpro-16}; product lot/serial number (B)(6); product type: {0195-heartvalves}; implant date {non-implantable} select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, two separate pre-implant balloon aortic valvuloplasty's (bav) were performed with 20 and 22 millimeter (mm) balloons due to the patient's severe calcification. It was observed during multiple deployment attempts that the valve would not fully expand. Subsequently, it was observed that infolding of the valve had occurred. The system was withdrawn from the patient, and a new valve was successfully implanted after adjusting the implant depth. Per the physician, the patient's severe calcification contributed to the expansion issue and infold.

Manufacturer narrative:
Image review: one media image was provided. An executive summary was provided. The patient¿s annulus perimeter is 81.7 which falls in line with the instructions for use (IFU). The patient¿s annulus appears bicuspid in nature. It was reported that after the pre-implant balloon aortic valvuloplasty (bav) and multiple recaptures the valve would not fully expand. There was no fluoroscopic valve load inspection provided to confirm if the valve was loaded correctly prior to entering the body. Evidence supports the valve was not fully expanded and appears to have an infold. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due to a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and not used. New sterile components must be used. It was reported that the valve was removed after the third recapture. Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that clarified that there was no loading error; the valve was recaptured three times, not loaded three times. The valve was first recaptured due to insufficient expansion and being placed too deep. On the second deployment attempt, the implant depth was too shallow, and on the third attempt the infold was observed.